Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional armada device referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the non tortuous posterior tibial artery. An armada 14 percutaneous transluminal angioplasty (pta) catheter was advanced with slight resistance noted with the anatomy. The catheter was inflated to 8 atmospheres and ruptured during the first inflation. There was no resistance noted during removal of the catheter. An armada 18 pta catheter was advanced with slight resistance noted with the anatomy. The catheter was inflated to 8 atmospheres and ruptured during the first inflation. There was no resistance noted during removal of the catheter. A non-abbott device was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: the device was initially reported as returning for analysis, but has now been reported as not returning because it was discarded at the account. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information provided, the reported difficulties appear to be due to operational circumstances of the procedure. It is likely that the resistance noted during advancement and balloon rupture were due to interaction with lesion site which was described as heavily calcified. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.